Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen separated from the device body, rendering the display nonresponsive and unusable; the issue corresponds to a device component problem involving the display and a mechanical loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with the display that aligned with a loss or failure to bond between components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.